Event description:
The physician successfully performed closure of an arteriotomy site with the perclose proglide device following an interventional procedure. Fluroscopy was performed prior to closure with the following findings: vessel size was six (6)mm, vessel condition was "good", and the site was confirmed to be in the common femoral artery (cfa). The physician's technique during the procedure was described as being "perfect". Immeidiately following the closure, the patient began to complain of pain in the leg and they experienced a "vagal response" where their blood pressure dropped to 68/48 mm hg. Reportedly, their legs were elevated and they were given an unspecified amount of fluids. Their pul;ses were assessed and found to be "normal". After an unknown amount of time, the patient's blood pressure returned to "normal" and the pain dissipated. The patient remained in the hospital overnight for observation. The next day, the patient began to complain of "excruciating pain and burning" in the leg with the arteriotomysite. The patient recognized this as being nerve pain because of a previous unknown surgical experience where they had "nerve problems" in their feet. Reportedly, the physician gave them the option of being treated for the pain or a surgical consult. They chose the surgical consult. On an unknown date, the patient had exploratory surgery of the groin. They were found to have "anamalous nerve anatomy; where the nerve was running over the common femoral artery. The nerve was found to be entrapped in the proglide stitch. The stitch was released. Reportedly, the patient is free of pain and was discharged from the hospital on an unknown date. Although requested, no additional information was available.